Event description:
Physician reported "rupture of left side implant." This relates to the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (a050401 fluid leak / blood leak). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.3a, b5, d.6b, d9, h3, h6.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on april 29, 2025 with lot number 2898643. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, three openings assessed as surgical damage. As per the investigation procedure, non-penetrating nicks and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted.